Event description:
It was reported that the customer experienced a blood glucose of 25 mg/dl. The customer was admitted to (B)(6). The customer states that they think it was a programming issue and not a insulin pump malfunction. The customer states that they did not experience warning signs before the event. No further information was reported.

Manufacturer narrative:
Please reference medwatch 2032227-2014-57423.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.